Event description:
Information was received that device had no disposable alarm. No patient involvement; incident occurred during testing.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with damaged housing, and missing nub on downstream occlusion sensor. Event history log review was performed and found no evidence of reported problem. According to the investigation, visual inspection revealed the pump nub on the dso was missing, which would cause the pump to alarm "no disposable". Investigator replace damaged downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.